Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00018 / 00019). Evaluation in process not yet complete.

Event description:
It was reported that a 3-level revision was performed on (B)(6) 2016 utilizing the reform ha pedicle screw system. When attempting to remove competitive product, the bit from an extraction set (not precision spine product) broke, the lock-screw torque driver (39-rd-0060) was then being used when the tip of this driver also broke. At this point it was decided that the rods would be cut. Subsequently, while implanting a reform ha coated pedicle screw 7.5 x 35mm in s1 the tip of the reform polyaxial driver (39-sp-0700) broke. The broken tip was removed from the screw and the procedure was completed with no further issue.

Manufacturer narrative:
Engineering review of the returned driver and information provided indicates that the cause of the tip failure is attributed to an overload condition being applied with the driver being fitted into a competitive device. Review of manufacturing history record found (B)(4) pieces of this lot were released for distribution on 1/19/2015 with no deviation or anomalies. A two-year complaint history review found this to be the first report of this nature received for the reported lot. The need for corrective action was not identified as this driver was not designed to be used with a competitor's device.